Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects (white foreign material) in the auxiliary jet channel and clogging of jet tube in control unit in which the water cannot be supplied. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.